Event description:
A robotic large needle driver jaws were reported to not open and close properly during a case with using davinci robotic surgical unit. This resulted in the needle being dropped while inside the patient. The needle was free floating in the patient until it was found and recovered. Upon investigation of the device clinical engineering was able to manually manipulate the jaws of the robotic arm by rotating the cogs.======================manufacturer response for robotic large needle driver, davinci endowrist instrument (per site reporter).======================we contact intuitive surgical quarterly for reports regarding our failed surgical arms. They have always been helpful with their feedback.